Event description:
It was reported that during use the atrial lead exhibited fracture, and noise confirmed via isometric movements. It was also reported that the atrial lead impedance increased significantly and oversensing detected. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.